Event description:
It was reported that during an unknown procedure, jamming occurred at the 1st firing. Then, the clip was malformed when the device was fired. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.